Manufacturer narrative:
Concomitant products: phacoemulsification handpiece serial no. (B)(4), tubing pack opo73 lot no. 60097308, phaco tip, and sleeve. (B)(6). Manufacturer date is unknown. The system was evaluated by a field service engineer. All modes of operation and calibrations were verified and no failures were detected. The unit complied with all factory settings. The suspected handpiece was examined with a 21 gauge tip and sleeve. The engineer tested the phaco power at 100 percent and at 30 percent output power. The handpiece was found to be working properly and met specifications. According to the field service engineer, the incident may have been caused by the selection of old surgeon settings/program selected and it was learned that the surgeon held the footpedal in position 3 at 100 percent phaco power for more than 10 seconds. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. A description from the surgery center indicated that during the cataract procedure, there was overheating of the incision when using the phacoemulsification ellips handpiece. The surgeon indicated the outcome of the overheating resulted in the tunnel looked burned and the portion of the cornea close to the tunnel was white in color. The wound required three sutures to close the wound. The surgeon was not able to identify exactly how the event occurred. An iol was implanted and the procedure was completed. This report is for the phacoemulsification unit. A separate report will be submitted for the phacoemulsification handpiece.

Manufacturer narrative:
Additional information: manufacturer date: 03/2016 manufacturing record review: the review of the device history record (DHR) for whitestar signature pro system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.